Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that at around 9:00 am, the cgm was 89 mg/dl, and the patient was fine completely. She prepared a breakfast for the patient, and she went out for a walk as her daily routine, and on her knowledge the patient went to the table and sit and have breakfast as his routine, but after a few minutes she was walking back to the house, and all of a sudden when she was about step inside the house she heard something was dropping and so she hurried inside to see what was going on, and she saw her husband laying on the floor and without consciousness. She tried to wake the patient up and to give him an orange juice, but the patient was unresponsive. The wife called 911, they sent the fire fighter team first, in their local area for immediate help. The team arrived just after a few minutes and took a bg which was 14 mg/dl and there was no cgm value documented. The ambulance arrived later around 9:30 - 9:40 am. When ambulance arrived the patient was still unconscious, emt took a bg reading which was low and treated the patient with IV fluids (unspecified medication). At that point the patient was still unconscious. The patient was taken to the hospital and arrived at the hospital around 10:05 - 10:10 am. At the hospital the patient regained consciousness. Around that time the patient was still disoriented and the cgm reading was around 76 mg/dl and the nurse checked the bg value which was around 123 mg/dl. The patient was provided with food and IV fluids. They stayed at the emergency room (ER) for a few more hours since the patient was still feeling weak and just not himself still, even though the bg values seems normal already which was around 123 mg/dl. Around 3 : 00 in the afternoon the patient was discharged from the hospital. Before they left the hospital, the bg reading was 212 mg/dl and the cgm by that time had no readings. The wife drove the patient home, they arrived home still around 3:00 in the afternoon, and when she checked the cgm it was no readings still and the bg was around 224 mg/dl. The patient went to bed to get some rest. Maybe an hour later, the cgm reading was 342 mg/dl. At the time of the report the patient was fine, but still recovering and napping. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined due to no log data to review. No additional patient or event information is available.